Event description:
It was reported that the right atrial (ra) lead exhibited a high pacing threshold. Moreover, an x-ray was performed and result showed that this ra lead position was changed. Subsequently, this lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited a high pacing threshold. Moreover, an x-ray was performed and result showed that this ra lead position was changed. Subsequently, this lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6a: implant date.